Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump black box showed that rebooting had occurred. There was no physical or moisture damage observed to the battery compartment or cap. The cap secured to the pump and the pump booted appropriately. The pump was exercised for 24 hours without rebooting. The battery cap was tested and was found to be within specifications. The pump was opened and no intermittent connections were found.

Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on intermittently. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.